Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation. It was reported that this issue occurred three times. Two additional mdrs have been submitted.

Event description:
It was reported the 6fr peel-away sheath was inserted to place the catheter. When they attempted to peel the sheath, the sheath tab broke off from the body of the sheath before it was completely separated. The clinician was able to use their fingers to grasp the remaining section of the sheath at the proximal end where it fractured. They continued to separate the sheath along the seam and removed it from around the indwelling catheter. The catheter was left in place. There was no delay in treatment and no patient death or complications reported.